Event description:
Person #1 approx (B)(6) female died at (B)(6) medical center from a pulmonary embolus on (B)(6) 2012. She was a dialysis pt at (B)(6) kidney dialysis unit at (B)(6). Approx 3 months ago she had received a hero graft for dialysis access at (B)(6) medical center which was used only a few times before it clotted off. Person #2 is also a pt at (B)(6) kdu, a (B)(6) male, who received a hero graft from (B)(6) medical center recently. He presented (B)(6) at the kdu with severe swelling on the opposite arm up to and including his face. He was sent to the (B)(6) ER for eval. Pt #3 is an approx (B)(6) dialysis pt at (B)(6) kdu who recently received a hero graft from dr. (B)(6) at (B)(6) hospital in (B)(6). In (B)(6) 2012, swelling of the graft arm ensued and she was hospitalized for several weeks, at (B)(6) and the graft was removed. She is presently an inpatient at (B)(6) and is in poor condition. Person #4 was a (B)(6) dialysis pt who received a hero graft in (B)(6) and dialyzed at the (B)(6) dialysis center. His graft clotted several times when I still worked there and I heard that he died late last year or early this year. I have been a rn working in dialysis since 1988 and I have never before seen a string of events such as this in my career and feel strongly that the hero graft should be quickly investigated. Unlike a regular graft access which can have a clotting event that pt can survive, the hero graft can clot from the arm clear up to the right atrium, presenting a rather easy pathway for it to travel to the lungs. In addition, these events tend to be dispersed over several facilities and I am not sure they have been reported by the institutions involved, so I am making an appeal to see if something can be done. Thank you, (B)(6). Dates of use: (B)(6) 2009 - (B)(6) 2012.